Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion blue; guide catheter: hyperion 6fr al1; stent: xience alpine 3.5x33. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mildly tortuous, 90% stenosed, mid right coronary artery. After stent implantation the nc traveler balloon catheter was crossed without resistance felt, for post-dilatation of the stent per routine process of the procedure. During the second inflation, the balloon ruptured at 16 atmospheres. It was confirmed that the stent was well apposed to the vessel wall using intravascular ultrasound. The procedure was successfully completed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.